Event description:
It was reported that during an in-clinic follow up, the right ventricular (rv) lead exhibited loss of capture. X-ray imaging was performed and a micro-dislodgement was suspected. The lead was repositioned. The patient was in stable condition.